Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reported that infusion set had white stuff in it and believes it may have been air bubbles. Customer also reported that some infusion sets folded, and another caused a lot of bleeding. Customer's blood glucose was 148 mg/dl. Customer was able to resolve no delivery with an infusion set change. Customer also reported of not being sure if basals were received. Customer was advised to call back if alarms were received again.